Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 368 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly. The customer did state that she has a lot of scar tissue. The customer later called and reported that the healthcare professional requested a replacement insulin pump. Nothing further was reported.